Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6), product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with implantable neurostimulator (ins) for spinal pain. It was reported that connectivity and impedances during intraop testing were normal. Post op programming showed contact 0 to avoid. The impedances were changing with unknown cause. Contact 0 was not being used, therefore it did not affect the patient¿s therapy. No patient symptoms were reported. No further complications were reported/anticipated.